Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced sepsis ("sepsis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the sepsis outcome was unknown. The reporter considered endometrial ablation, medical device removal and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced sepsis ("sepsis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the sepsis outcome was unknown. The reporter considered endometrial ablation, medical device removal and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.